Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported transmitter failed error occurred on (B)(6) 2023 for transmitter with serial number (B)(6) however, transmitter with serial number 86l2ql was returned for evaluation. An external visual inspection was performed passed. Voltage test was performed and failed. No data was provided for evaluation for serial number (B)(6). The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.